Manufacturer narrative:
It was reported that a loss-of-resistance (lor) syringe leaked. No patient involvement was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sealed pain1528 tray from the reported lot was returned for evaluation. The lor syringe component went through multiple cycles of filling and dispensing a liquid without signs of leaking at the plunger, barrel or luer lock. The syringe was filled again, but this time the luer lock end was closed off. The plunger was depressed to increase pressure in the barrel and luer lock, but no leaks were detected. The reported problem/issue was unable to be reproduced or confirmed. A root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a loss-of-resistance (lor) syringe leaked.